Event description:
It was reported that the patient started experiencing an increase in seizures after undergoing a generator replacement from a m106 to a m1000. No other relevant information has been received to date.